Manufacturer narrative:
The device associated with this event was originally reported as a recalled composix kugel mesh; therefore, it was reported to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on a review of the provided medical records, the pt underwent repair of an incisional hernia with a composix kugel mesh on (B)(6) 2004. Two years post implant, the pt was treated for a hernia recurrence that had developed near the previous repair. During this procedure, the surgeon noted it appeared that the mesh had "rolled back on itself." The mesh was not explanted. A bard flat mesh was sutured to the composix kugel to complete the repair. In (B)(6) 2006, the pt was treated for symptoms of infection at the wound site with antibiotics. On (B)(6) 2006, the pt had both previously implanted mesh product's explanted and a permacol mesh was implanted. It was noted that there were adhesions and that the mesh had contracted. While the operative report refers to the mesh as "infected," the gram stains and cultures came back negative. Currently, it is unk whether the mesh may have caused or contributed to the alleged event. The pt was reported to have been treated for adhesions, which is a possible adverse reaction stated in the product's instructions for use. The pt is also reported to have been treated for infection. The IFU states that if an infection develops, it should be treated aggressively. An unresolved infection may require removal of the prosthesis. A manufacturing review, including verification of sterility, did not show evidence of a manufacturing related cause for the alleged event. Additionally, no sample has been returned for evaluation. With the information provided, no conclusion can be drawn. Refer to MDR 1213643-2011-00343 for the bard flat mesh implanted on (B)(6) 2006.

Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 2004 -- incisional herniorrhaphy with composix kugel mesh. On (B)(6) 2006 -- office visit: pt reports pain in midepigastric area. Lump in sub-q reduced, fascial defect 3cm in diameter noted. On (B)(6) 2006 -- repair of recurrent incisional hernia with bard flat mesh. On (B)(6) 2006 -- removal of mesh and repair of hernia with permacol, gram stains/cultures negative.